Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose up to 550 mg/dl with nausea and vomiting. The patient reported troubleshooting the event and reported finding that the cartridge compartment was filled with insulin. The patient stated that the cartridge appeared to be leaking from the plunger end. This event is reported based on the allegation that the patient experienced hyperglycemia related to an allegation that the cartridge was leaking.

Manufacturer narrative:
(B)(4) -device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.